Manufacturer narrative:
The company representative was unable to duplicate the electrical test fails code #51 but saw them on the error log. Also noticed the pump speed was erratic. As a precautionary measure, the motor controller pc board motor controller (part number 0671-00-0004) was replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported while use on a patient the iabp generated "an electrical test fail # 51" (adjusted monitor speed out of specification) and also complained that the pump sounded terrible. The patient was switched to another iabp and therapy was continued. No patient injury was reported.